Event description:
The patient reported that they did not have a successful fusion after an unspecified spinal procedure . It was reported that at a later time the screws from the patient's cage became broken.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.